Event description:
It was reported that during a total knee arthroplasty the blade broke at the mount. It was also reported that there was no pt injury and there was a five minute delay to the procedure as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that the two tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.